Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 45 mg/dl at the time of the incident and current blood glucose value was 98 mg/dl. Customer other blood glucose level was 129 mg/dl. The customer was assisted with troubleshooting and declined for event had already treated. The customer was treated with glucose tablet. Customer was using insulin pump system within 48 hours of reported low blood glucose event. It was reported that customer did not used auto mode feature at the time of event. Customer stated that they did not alleging insulin pump for over delivery. Customer stated that they received change sensor alarm and calibration not accepted. The device will not be returned for analysis.